Manufacturer narrative:
The event of "lymphadenopathy" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "enlarged lymph nodes".

Event description:
Patient representative reported right side "(patient) experienced severe chest pain and tenderness, which limited freedom of movement and thus had a significant impact on (their) everyday life", "enlarged lymph nodes", "anxiety" and "depression" associated with the device recall, and "cold urticaria". Patient representative also reported "bii (breast implant illness) symptoms¿ and "developed ¿histamine intolerance", which are not device-related. Device has been explanted.